Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the one touch ultra meter was reverting to setup mode. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the reporter. At 7:40 am the same day, the reporter (the patient's caretaker) gave the patient 36 units of lantus insulin. At approximately 8:15 am, the patient collapsed on the bed feeling shaky and the ambulance was called. The caretaker said the shakiness was indicative of hypoglycemic symptoms. The patient was not given any treatment by the ambulance staff. The patient was taken to the hospital and pre-booked for a procedure to remove a carcinoma. He got there at 11 am and the hospital tested his blood sugar, obtaining a result of 11.3 mmol/l. The patient did not eat or drink anything before obtaining that reading. The patient regained consciousness before the ambulance arrived and the hospital staff did not treat the patient for diabetes or give the patient any advice regarding diabetes. The doctor arranged for the patient to see a neurologist to see whether the collapse was caused by low blood sugar symptoms. The patient takes lantus once a day before breakfast based on a sliding scale and was given more on april 27 because he was also taking corticosteroids. The patient's sliding scale is as follows: when the result is less than 5 mmol/l, he takes no insulin, between 5.0 and 10.0 mmol/l he takes 28 units, and for every 4 mmol/l over 10.0 mmol/l the patient takes an extra 2 units of insulin. The patient takes 850 mg of metformin 3 times per day with meals and 80 mg of gliclazide with breakfast and dinner. If result at 7:40 am were very low the caretaker may not have given the patient any insulin or may have given him food or drink to consume. It was determined during the troubleshooting telephone call, there was no meter trauma and the meter did not revert to setup mode immediately after removing/replacing the battery. After walking the user through the issue, the issue was resolved. This complaint is being reported because the reporter alleged the patient lost consciousness due to hypoglycemia after the meter reverted to setup mode and the reporter could not test the patient's blood sugar to base the patient's insulin and/or food intake.